Event description:
Voluntary medwatch received stated that the patient presented for cardiopulmonary ablation. During the procedure that pulse generator lost low voltage output after the cauterization. The patient went into cardiac arrest. No additional information was available.